Manufacturer narrative:
(B)(4). Batch # t9288u. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the tissue pad came completely off of the clamp arm. The tissue pad was retrieved from the patient. A second like device was used to complete the procedure. There were no patient consequences reported.